Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitely confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right atrial (ra) lead had dislodged shortly after implant. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced with a different lead. Besides intervention, there were no other adverse patient effects reported.